Event description:
Neck fracture of corail amt stem. Heavy load carrying.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation, once it has been completed.